Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized in emergency room due to low blood glucose on an unknown date. Blood glucose level at the time of the incident was 40 mg/dl. The customer reported insulin pump distributed too much insulin resulting in severe low blood sugar that required visit the emergency room. Customer stated that the doctor also tested potassium which was diagnosed as acute hypokalemia. Customer stated that blood sugar was in the range 40 mg/dl and turned off insulin pump and treated it and noticed blood sugar would not go up. Customer stated that they continued treating it multiple times with cans of sugar pepsi, skitiles etc and blood glucose still did not rose. Customer stated that they finally took glucagon injection and still was unable to get blood glucose to rise. Customer stated that they went to the emergency room where they monitored blood sugar and based on the large amounts of sugar customer had given their self, blood sugar remained in the 50 mg/dl or 60 mg/dl range with no extra treatment. Customer stated that the doctor told me my low potassium was due to insulin overload. After customer got home customer added up how much insulin customer received during the time, customer gave their self normal dose and what the insulin pump kept giving them even though their blood sugar was in range and wasn't supposed to give them any. Customer stated that they ended up having 15 to 16 units of insulin in total. The insulin pump will not be returned for analysis.